Event description:
It was reported that the patient with this pacemaker system was in a car accident, three days later the device was checked and the impedance had dropped to 400 ohms which remains within range, with no noise but a slight threshold impedance. Additionally, loss of capture (loc) was noted on the floor. Technical services (ts) was consulted, discussed that there is no evidence of fracture and the cause for impedance drop was likely patient related or medications due to car accident. Ts was consulted if the device contributed to the accident. Ts noted there were no episodes that would support this pacemaker system being the cause of the accident. This pacemaker system remains in service. No adverse patient effects were reported.